Manufacturer narrative:
A medtronic representative went to the site to test the equipment and investigate the issue. The hardware, and instruments passed the system checkout. The rep discovered that the cause of the issue was the site was not scanning the patient in a square matrix. The rep resolved the issue with the radiology department.

Event description:
A medtronic representative reported that the site was having accuracy issues with a scan during a functional endoscopic sinus surgery (fess) procedure. Some parts of the scan were inaccurate, but other areas were accurate. It was discovered during the procedure as the surgeon was getting close to skull base. It was about 2 mm off in the superior lateral direction. There was no delay in the case and the surgeon proceeded using navigation as a reference tool on the side. There was no reported impact to the outcome of the patient.